Event description:
It was reported that the pt had been admitted to the hospital. No additional clinical info was reported. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.